Manufacturer narrative:
Approximate age of device ¿ 4 years. Device evaluation the evaluation of heartmate ii lvas, serial number vad-54740, confirmed internal driveline wire damage. The pump was returned assembled with the driveline cut approximately 2 inches from the pump housing and the distal end was returned in two segments ¿ a 10 inch middle segment and a 26 inch distal end. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The outflow conduit (outflow graft, outflow graft bend relief, and outlet elbow) was cut at its hardware and returned attached to the pump¿s outlet port. The sealed outflow graft bend relief collar was returned attached to the graft attachment and bend relief hardware. Evaluation of the sealed inflow conduit and sealed outflow conduit revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of vad-54740 also revealed no evidence of developed depositions or thrombus formations. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The outer silicone jacket, clear bionate cover, and the metal braided shield were carefully removed in order to evaluate the underlying wires. Visual inspection of the wires of the 10 inch middle segment revealed breaches to the red and black wires, approximately 2.5 inch from the pump housing. The observed wire damage appeared to be the result of repetitive flexing. The remainder of the driveline was submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned and reassembled. The damage to the 10 inch middle segment of driveline was bypassed and the pump was functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the pump functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. The patient received a routine heart transplantation. During the investigation of the returned device, electrical tests performed on the device found internal wire damage.